Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified middle and distal left anterior descending artery. Following pre-dilatation with a balloon, a 38mm x 2.75mm promus premier drug-eluting stent was advanced for treatment. However, the stent was unable to cross the lesion after several attempts and part of the stent was put of shape. The device was withdrawn and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 38 x 2.75mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section of shaft polymer extrusion profile found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified middle and distal left anterior descending artery. Following pre-dilatation with a balloon, a 38mm x 2.75mm promus premier drug-eluting stent was advanced for treatment. However, the stent was unable to cross the lesion after several attempts and part of the stent was put of shape. The device was withdrawn and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.